Event description:
It was reported that the user¿s dexcom g6 sensor expired overnight, which led the ilet to display a prompt to connect a cgm or enter a blood glucose value and a notice that dosing would stop soon; the user had already started a new sensor that was in warmup, and a fingerstick value was entered to extend bg run per troubleshooting guidance. Symptoms included no reported adverse clinical effects, with fingerstick readings of 81 mg/dl earlier and 139 mg/dl at the time of the call. Outcomes included continued therapy after manual bg entry and resolution of the on-screen message once cgm data resumed. Investigation included customer service troubleshooting and education to input a fingerstick bg and await cgm warmup completion. Investigation of this case revealed that dosing interruption warnings were consistent with expected device behavior when cgm data are unavailable during sensor expiration and warmup, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface alerting and normal operation during cgm data loss.